Manufacturer narrative:
The cause of the placement signal low alarm was patient condition related as evidenced by issue resolution after volume was given with no identified log abnormalities related to the optical sensor. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered a "placement signal low" alarm on an automated impella controller (aic) supporting an implanted impella 5.5 pump. A transthoracic echocardiogram was performed to confirm that the impella was in proper position and the patient's hemodynamics did not correlate with the placement signal. The audio was disabled for the placement signal alarm. Later, the patient was successfully weaned from the pump and survived.